Event description:
It has been reported that when the patient was walking a dog without special trauma, the leg did not support the body weight and fell. The neck of the femoral component found in the radiograph was broken.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed via evaluation of the returned device. Method & results: -product evaluation and results: visual inspection: visual inspection of the returned stem indicated that it is fractured at the neck. The metal head remains attached to the stem. Material analysis: a material analysis was performed and concluded the following: "the analysis shows that the fracture was due to fatigue. The surface damage on the stem is evidence of cyclic micro-motion. An eds spectrum of the alloy was consistent with the design material, astm f1586. No evidence of material non-conformances nor manufacturing defects were found on the surfaces examined." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: the patient was revised due to fracture of the exeter stem. The event was confirmed via evaluation of the returned device. A material analysis was performed and concluded the following: "the analysis shows that the fracture was due to fatigue. The surface damage on the stem is evidence of cyclic micro-motion. An eds spectrum of the alloy was consistent with the design material, astm f1586. No evidence of material non-conformances nor manufacturing defects were found on the surfaces examined." No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It has been reported that when the patient was walking a dog without special trauma, the leg did not support the body weight and fell. The neck of the femoral component found in the radiograph was broken.